Event description:
It was reported that during follow-up, there was: 'pauses during maneuver', oversensing, loss of capture, and a low ventricular lead impedance warning. The lead is to be replaced. No patient complications have been reported as a result of this event.